Event description:
Further information was received that the patient underwent full revision (replacement of the lead and generator). High impedance was observed pre-operatively. Pin insertion was confirmed to be ok and high impedance was still observed. The generator was then replaced and high impedance was still observed. The surgeon proceeded with a lead revision and noted scarring on the electrodes which were noted to be the surgeon¿s theory of the high impedance. Further information was received that the explanted products were not available for return. The physician¿s assessment of the fibrosis was noted to be patient tendency to scar. It was noted to not be related to vns implant surgery or chronic irritation. No other relevant information has been received to date.

Event description:
High impedance was observed and the patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.